Event description:
Pt reported left side lymphoma and left side infection. A call was placed to the pt to gather more info regarding her case. She also informs me that the lymphoma was diagnosed by a lump and an excisional biopsy was performed not from the capsule, as the devices remain implanted, but will be removed (B)(6), 2012. The biopsy notes alk- she was then referred to an oncologist. Multiple attempts for further info have been made. Allergan is continuing to gather info regarding this case. To this date the info provided have not been confirmed by the health professional.

Manufacturer narrative:
(B)(4). Per pt labeling: breast-examinations: following breast augmentation, you should continue to perform breast self-examination monthly. This may be more difficult with a breast implant in place. To continue to perform a monthly breast self examination efficiently, you should ask your surgeon to help you identify the difference between the implant and your breast tissue. Being able to identify the implant from breast tissue will decrease the necessity of excessive squeezing of the implant during examination. Any new lumps should be evaluated with a biopsy, as appropriate. If a biopsy is performed, be sure to inform the medical professional performing the biopsy that you have breast implants so that care will be taken to avoid injuring the implant. Device labeling addresses infection: the signs of acute infection include erythema, tenderness, fluid accumulation, pain and fever. Pts should be advised to contact a physician immediately for diagnosis and treatment for any of these symptoms. Device labeling reviewed: there were no reported events of lymphoma/alcl, for pts in the core study, in the labeling for silicone implants.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).